Event description:
Report received of the clave separating from the extension set and patient blood loss. The clave extension set was connected to the patient's peripheral insyte indwelling catheter via the male adapter. An unspecified primary IV set was connected via the clave on the extension set. The IV site and extension set were covered with tegaderm. An unspecifed hydration solution was infusing via the primary set. Reportedly, 10 hours after the infusion was initiated, the nurse noted that the clave had separated from the extension set. The patient did experience blood loss. The amount of blood loss was not determined; however, it was reported that the blood loss was not significant and did not require any medical intervention. The insyte catheter was removed and the hydration therapy discontinued. The patient was discharged home in 2004. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.